Manufacturer narrative:
Results: the product pertaining to this complaint was not returned for eval. However, the injector was returned and no visible damage was found to the device. There was evidence of clear surgical residue. Conclusions- (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the lens and cartridge were not returned for eval.

Event description:
The reporter stated the surgeon attempted to insert an aa4203tl silicone toric plate lens, but the lens became stuck in the injector. There was no pt contact or injury.